Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a high blood glucose of 450 mg/dl. Customer's blood glucose declined to 210 mg/dl after treating with a bolus and changing their infusion set. Customer also reported a 200 point discrepancy between their sensor glucose and blood glucose readings. The customer was unable to troubleshoot because they were driving. No additional information provided.